Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h6 component code: g07002 unable to investigate further additional h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that three suture pieces were received for analysis. Product code jv525. During the visual inspection of the suture pieces, body fluids, and a knot were noted in each piece of suture. Also, the ends appear to be cut likely caused by a surgical instrument consistent with suture removal from the patient. The product code jv525 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Did the patient experience an evisceration of the omentum? If no, please explain. Did the suture break? If so, was the break in the middle of the suture? If no, please explain. Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent a scheduled cesarean section on (B)(6) 2025 and suture was used on the fascia by overshot after two angular points. The patient was discharged 5 days post op, with staples removed on the day of discharge. The tissue was normal in view of the context 7 days after cesarean section (usual inflammatory aspect). The patient consults 8 days after cesarean section for exteriorization of several centimeters of fatty tissue on a 3 cm disunity. The examination finds an exteriorization of epiplon (omentum) with a clean, otherwise non-inflammatory scar. No explanation for the patient's behavior was found. Evisceration requiring surgical resumption occurred on (B)(6) 2025 without complications. The surgical suites are simple with return home on (B)(6) 2025. Surgical findings found a release of the aponeurotic overjet in the middle with the two corner points in place. The suture of the uterus is firmly in place. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 medical device problem code. Additional information: b1 product problem. Additional information was requested, and the following was obtained: what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? Continuous how was the suture tied (square knot or multiple knots one end)? Two angular points what tissue dehisced? Aponeurosis did the patient experience an evisceration of the omentum? If no, please explain. Disunity of the cesarean scar over about 3 cm. Confirmation of eventration with total release of the suture at the aponeurotic level, exteriorization of omentum of healthy appearance. Did the suture break? If so, was the break in the middle of the suture? If no, please explain. Yes, in the middle of the suture. Were there any patient stress factors that precipitated the event of suture breakage post op? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure. Surgical findings found a release of the aponeurotic overjet in the middle with the two corner points in place. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Not known. What is the patient's current status? Uncomplicated postoperative course.